Event description:
Caller alleged discrepant results compared to the lab. Results as follows: date 06/06, inratio 6.3, lab 4.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 06/06, inratio 6.3, lab 4.4, mean 5.35, confidence limits cannot be determined. Per internal procedure, the calculated mean of the inratio meter and comparative system inr were calculated. The confidence limits cannot be determined. Products will be investigated.